Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. C-arm broke during ligation phase of vessel harvesting in the lower leg. Broken piece retrieved by dragging to incision and manual retrieval with forceps. A second evh kit was opened to complete the procedure without any further incidents. Pieces were reassembled outside of patient to ensure no foreign material left in the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01jul2020 and investigation was conducted on 06jul2020. Signs of clinical use and evidence of blood was observed on the c-ring and the tool. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The detached piece was not returned. Heavy charred tissue were observed on the harvesting tool jaws. The jaws on the hp2 tool was also observed to be damaged (not broken) due to a bend in the shaft tip closest to the jaws. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed. The analyzed failure mode "material twisted / bent; jaws" was deemed unrelated to the reported failure "break; c-ring.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. C-arm broke during ligation phase of vessel harvesting in the lower leg. Broken piece retrieved by dragging to incision and manual retrieval with forceps. A second evh kit was opened to complete the procedure without any further incidents. Pieces were reassembled outside of patient to ensure no foreign material left in the patient. The hospital did not report any patient effects.